Event description:
A paratrend 7 sensor (lot # 698-024) was rec'd from the user facility, japan via japanese distributor (bayer med limited, tokyo). No details were provided other than it being a "sensor failure". There was no report of any pt injury.